Event description:
On (B)(6), a 50 minutes mediastinoscopy surgery was performed at hospital (B)(6). An (B)(4) electrosurgical generator (model statome 900) and a monitoring dispersive electrode (model wr21) were used. The power setting was described as coagulation 65. The patient was lying on his back and was not repositioned. The electrode was placed on the right thigh. The skin was disinfected with betadine, not shaven, no ointment has been applied. Second degree burns were discovered underneath the dispersive electrode. Customer photos of the involved device were showing burned spots. One at the left side of the cable connection (when viewed from the gel side), 3 other on the opposite edge. The photo also indicates plenty of hair on the involved device. The size of the two burns have been described as of a length 2 cm and of 6-7 cm. No information could be obtained so far, if the skin was cleaned or dried, the orientation of the electrode, the purpose of the surgery, the activation cycle used and how the burn was treated afterwards.

Manufacturer narrative:
Retained samples of the same lot have been tested visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All devices were found to perform within limits. No faults could be detected. The picture of the involved device shows hair at all burn sites. In addition it is unclear whether the skin has been cleaned and dried after the application of the alcoholic betadine disinfectant. This indicates the IFU has not been followed. It states explicitly "shave the chosen skin area and clean it carefully (e.g. Of cosmetics). Dry it thoroughly, in particular if alcohol or other skin cleaning fluids are used." A monitoring electrode was used. The user stated that no alarm was heard during the procedure. A service technician has stated that a different monitoring electrode model worked well with the contact quality monitoring system. We are therefore sending two technicians to the hospital to analyze the compatibility of model wr21 with the (B)(4) contact quality monitoring system and to further inquire on the incident. No conclusion can be drawn so far. We will provide a follow-up report with the information obtained at site and any conclusions from it.